Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. The reported event could not be confirmed as log files were not provided for analysis. Battery ((B)(4)) passed visual inspection and functional testing. The device, however, failed to meet specifications; the battery showed a max error of 10%. The max error was successfully recalibrated which indicates that the most likely root cause is due to the patient's usage pattern to exchange and recharge batteries prior to the 25% battery capacity. This is an incidental finding and not related to the reported event. No patient harm or adverse effect was reported for this patient. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching of screen batteries are most often attributed to a communication error between the controller and batteries and can result in premature power switching. The most likely root cause for the reported event is a communication error between the controller and battery. The manufacturer has opened an internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries and a back-up controller available at all times, beyond the two (2) power sources that are currently connected to the primary controller.

Event description:
The patient reported to hospital staff that this battery was active and showed more than two bars on gauge when controller changed to other power port. The battery was exchanged and the issue was resolved. There was no effect on the patient and he is doing fine. He didn't experience any critical alarms or pump stops. The pump remains implanted. It was reported that the battery will be returned; however, it has not been received for evaluation as of the date of transmission of this report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The company is seeking this information through the event investigation.